Manufacturer narrative:
(B)(4). Batch # m5575u. The analysis results found that the cdh29a device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and a test washer and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, at anastomosis, pneumatic test filters. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information received: what type of procedure was the device used in? Reconstitution transit back to hartman please explain what is meant by, at anastomosis, pneumatic test filters. This is not clear. The pneumatic test is performed to verify that the anastomosis does not leak. The doctor introduced air to the colon and it was submerged in serum. If appear bubble, that mean the anastomosis filters to the peritoneum and this is an undesirable outcome how was the procedure completed? The anastomosis was reinforced with a manual suture of pds. Will the device be returned for analysis? Yes.